Event description:
On (B)(6), 2012, a nurse reported that a vns patient had an infection. The patient also has a PICC line for an unknown reason. The patient was seen on (B)(6), 2012, and the vns was working fine. The patient was on an antibiotic with localized swelling. Follow up with the nurse was performed on (B)(6), 2012. The nurse stated that the patient came from another site so the date on which the infection was first observed and paperwork regarding treatment and scans were unavailable. There was no trauma to the site precipitating the event. The location of the non-erythematous edema seemed, by palpation, to be supra imposed (over) and medial to the vns when the nurse saw her in clinic. The vns had been implanted for several years so this was not a post or perioperative complication. No cultures were obtained previously, and the nurse did not obtain any cultures because it was not an open wound. Device manufacturing records were reviewed on (B)(4), 2012. The patient's generator and lead were both sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.